Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 15.0 diopter lens was implanted in the patient's operative eye on (B)(6) 2018. It was later explanted on (B)(6) 2018 for unknown reasons. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was a zkb00 15.0 lens and the patient is doing good. No additional information was provided.

Manufacturer narrative:
The implant date and explant date were both incorrectly reported in the initial MDR in section as (B)(6) 2018 for the implant date and (B)(6) 2018 for the explant date. The correct implant date is (B)(6) 2018 and the correct explant date is (B)(6) 2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
The implant date and explant date were both incorrectly reported in the initial MDR in section as (B)(6) 2018 for the implant date and (B)(6) 2018 for the explant date. The correct implant date is (B)(6) 2018 and the correct explant date is (B)(6) 2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 09/26/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed viscoelastic residue and particles on the lens. No damage or scratches were observed in the lens optic zone. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the labeling review was not performed because limited information was received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.